Manufacturer narrative:
D9: 17-jan-2024. Device evaluation: one device was returned for investigation. The return tube is cracked and there is evidence of fluid ingression on the printed circuit board (pcb). The device fails the flow rate test, measures below the 1gpm minimum, due to the cracked return tube allowing air into the system. The complaint was confirmed. The problem was caused by the fluid ingression on the pcb because of the cracked return tube. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The return tube and pcb were replaced. The o-rings and fan guard were replaced for preventative maintenance. Device passed functional tests after the completed repairs.

Manufacturer narrative:
D5: operator of device is unknown; no information has been provided to date. H3 - other: device has not been returned to date for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that during testing, the device gave an over temperature alarm. There was no patient involvement reported. Outcome of the event was ongoing, waiting for a repair.